Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a aaa fenestrated graft placement procedure on a (B)(6) female patient, after dilating the right iliac and unsuccessful placement of a 20 fr sheath an 18 fr sheath was placed in the right iliac. On the left side they attempted to place a 20fr (MDR# 1820334-2015-00202) but were unable to advance the sheath proximal enough to place the fenestrated graft. At this point the decision was made to abort the graft placement. As the 18fr sheath was being removed, the right iliac was injured and a 13 mm 107 mm iliac leg was implanted and extended with another 13 mm x 90 mm iliac leg. An attempt to place a 20fr sheath on the left was unsuccessful. Upon removal of the 20fr sheath on the left side, the iliac artery was injured also (MDR# 1820334-2015-00202) and a 13 mm x 74 mm iliac leg was implanted. There was still contrast outside the vessel and a second 13 mm x 74 mm iliac leg was placed. Contrast was still visible outside the vessel and the decision was made to do an open repair. The deployment device and sheath were unable to be removed from the left iliac at this time but were successfully removed post open repair. New information received 10mar2015 states: small access vessels, dilated and placed sheaths unable to advance sheaths so the decision was made to abort case. Upon removal of the 18fr sheath from the right groin the patients iliac artery was visualized under fluoro with contrast outside the vessel lumen. A 13 mm x 107 mm iliac leg and a 13 mm x 90 mm iliac leg were implanted to seal. Upon removal of the 20fr sheath from the left iliac the artery was visualized in the same manner and contrast was seen outside the vessel lumen. A two 13 mm x 74 mm iliac legs were implanted to seal the leak. Upon visualization with a contrast injection post implant, the leak from the left iliac remained. There was difficulty removing the deployment sheath so the physician decided to do an open repair of the aneurysm. Per phone conversation with the district manager on (B)(6) 2015: "prior to case there was discussion with physicians indicating that they were aware of the patients small iliac which could cause complications." The patient was required to have open abdominal aneurysm repair with bilateral iliac artery bypass and bowel resection due to loss of blood supply from the open surgery due to this occurrence. The patient was required to have a bowel resection due to loss of blood supply from the open surgery which caused adverse effects.